Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.

Event description:
It was reported that the surgeon was using the viper2 guidwire to help facilitate the direction/entry of a cannulated pedicle screw. The guidewire broke after the screw was placed, when removing the guidewire. It was reported that a broken portion may have remained in the bone but that it was hard to determine. Reports no adverse consequences to the patient and no delay. The sample was discarded by the customer.